Manufacturer narrative:
A visual evaluation found the stent was flattened on both ends. No damage to the packaging was identified. During manufacturing , the devices are 100% inspected for device functionality and integrity. The stent was most likely crushed over time possibly during shipping and storing due to inadequate protection of the stent inside the package. This device was manufactured 04feb2013. Since the manufacture of this device, a corrective action was completed on 11nov2013 to change the existing packaging configuration for the rx biliary stent. The packaging design change consisted of packaging modifications to fully protect the stent from damage during storage and shipping. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation, and according to the complainant, during unpacking, the end of an rx biliary stent was found to be crushed and completely flattened. The packaging of the rx biliary stent was unopened and unused. Also, there was no visible damage to the packaging. There was no patient involved. The date of this event was not reported.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, and according to the complainant, during unpacking, the end of an rx biliary stent was found to be crushed and completely flattened. The packaging of the rx biliary stent was unopened and unused. Also, there was no visible damage to the packaging. There was no patient involved. The date of this event was not reported.